Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced high blood glucose level. Customer¿s blood glucose level was 23 mmol/l. Customer also reported that the insulin pump received insulin flow blocked alert. Customer stated that the serial number was rubbed up and belt clip was broken. Troubleshooting was declined for high blood glucose. The device will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/insulin flow blocked alarm noted during testing. Device was received with minor scratched lcd window and faded serial number label. (B)(4).